Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent total bilateral knee arthroplasty on (B)(6) 2012, and subsequently a revision of left total knee arthroplasty. On (B)(6) 2013 approximately 12 weeks post surgery, dr. Noted that there was no evidence of a femoral condylar fracture in her left knee and that the previous fracture was healed. Postoperatively patient had limited weight bearing on her left leg, severe and chronic left knee pain.